Event description:
It was reported that the patient has an infected knee, removing triathlon ts and implanting an antibiotic spacer

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5521-b-400, tri ts baseplate size 4, lot code: unk; cat. No.: 5551-g-350, triathlon asymmetric x3 patella, lot code: 00n8; cat. No.: 5560-s-212, tri cemented stem 12mmx100mm, lot code: n4n35b; cat. No.: 5570-s-040, triathlon total knee system offset adapter 4mm, lot code: m2w13b. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient has an infected knee, removing triathlon ts and implanting an antibiotic spacer.